Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: 6ml k2e sample collection tube has a number of yellowish lumps attached to the inside of the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-24. Investigation summary: bd received one samples and two photos were provided for investigation. The photos and samples were reviewed and the indicated failure mode for additive abnormality was observed. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Evaluation of the sample indicated, the yellowish edta clump inside the tube. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Although the condition is confirmed its impact on the efficiency of the tube is limited. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8 mg plus blood collection tubes, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: 6 ml k2e sample collection tube has a number of yellowish lumps attached to the inside of the tube.